Manufacturer narrative:
According to the report, the patient ((B)(6) male) underwent a tmr procedure on (B)(6) 2013. Twenty one channels were made. The patient presented with bilateral pulmonary embolisms on (B)(6) 2013. The patient had a history of diabetes, hypertension, previous percutaneous coronary intervention, and was a smoker. The tmr procedure was performed on (B)(6) 2013 with 21 channels placed; the total laser procedure time from first channel to time of last channel was three minutes. No problem was reported with the sologrip iii handpiece. Fifteen channels were placed on the left ventricle anterolateral and 6 channels were placed on the left ventricle apex. The channels were delivered to the intended areas and no adverse events were reported during the procedure. The patient was discharged from the hospital on (B)(6) 2013 and presented with bilateral pulmonary embolisms on (B)(6) 2013. The patient reported no angina during the 30-day follow-up. All information indicates that the handpiece functioned correctly. A review of available records was performed for this event. There is an incidence rate of 0% to 9.5% for pulmonary embolism following a CABG procedure, with a small portion of those events, 0.5%, being fatal. When evaluating the effect tmr may have on this occurrence, literature has shown only one recorded pulmonary embolism in 132 sole-therapy tmr patients, zero pulmonary embolisms recording in 132 tmr+CABG patients, and one fatal pulmonary embolism recorded in 131 CABG alone patients. The most common cause of a pulmonary embolism is embolization of a deep venous thrombosis from the veins in the lower extremities. Immobilization, hypercoagulability, and malignancy are the most common predisposing factors. While a definitive conclusion cannot be made based on the information available at the time of this report, it is unlikely that the reported event was related to the tmr procedure directly.

Event description:
According to the report, the patient ((B)(6) male) underwent a tmr procedure on (B)(6) 2013. Twenty one channels were made. The patient presented with bilateral pulmonary embolisms on (B)(6) 2013.

Event description:
According to the report, the patient ((B)(6), male) underwent a tmr procedure on (B)(6) 2013. Twenty one channels were made. The patient presented with bilateral pulmonary embolisms on (B)(6) 2013.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.